Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient has experienced pain and discomfort in hip. Update: 3/3/2014 - sales rep reported revision surgery. Patient was revised to address pain. The adapter sleeve is now being added to the complaint. This complaint was updated on: 03/26/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 04/25/2014 - medical records received. Upon revision a large amount of yellowish darkish cloudy fluid, dark staining of the synovium and greenish type material were noted. The information received does not change the MDR decision. This complaint was updated on: 05/20/2014 .